Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the up and act button on insulin pump had to press multiple times and the top of reservoir goes in was chipped off as well as volume was not loud. The customer¿s blood glucose level was unknown at the time of the incident. The device will not be returned for analysis.

Manufacturer narrative:
No audio/beep anomaly noted during testing. Device received with button error alarm and had unresponsive act button due to corroded keypad traces. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify no delivery alarm, rewind or prime/fill anomaly due to unresponsive button. Device had broken battery tube threads, broken reservoir tube lip. (B)(4).